Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 32 mg/dl at 4:22 am and 87 mg/dl at 4:23 am. Then retested and received 47 mg/dl at 05:05 am and 77 mg/dl at 05:06 am. No adverse event was reported. Return of the suspect device was requested for evaluation.